Event description:
A 2.5mm diameter by 16mm length d114 angioplasty balloon catheter was inserted into a diagonal coronary artery. The balloon was placed across a distal lesion and successfully inflated to 8 atmospheres of pressure. The balloon was then pulled back in the coronary artery to a proximal lesion. The balloon was inflated, however, at 8 atmospheres of pressure it was reported that the balloon lost pressure. The balloon catheter was removed and another d114 angioplasty balloon catheter was inserted to treat the proximal diagonal lesion. Upon inflation of the balloon, the balloon was reported to have burst at 8 atmospheres of pressure. The balloon catheter was removed and another angioplasty balloon was inserted to complete the pre-dilation of the lesion. Subsequently a stent was inserted and successfully deployed at the proximal target lesion. It was reported that each of the balloons had a pinhole in the balloon. There has been no device returned to date for investigation. There was no report of injury to the pt and no clinical sequelae reported related to the event. Separate medwatch reports were submitted for each device related to the event.